Event description:
It was reported that five (5) patients underwent knee arthroplasty revisions to address post-operative infection. No additional information is available.

Manufacturer narrative:
(B)(4). Hawes, g., chapman-sheath, p. (2023). Low rate of tibial debonding in a popular knee replacement analysis of a single specialist knee surgeon survival data for the nexgen lps flex femur using option tibia compared to the precoat tibia : a 14 year follow-up study. Unpublished. D10 - concomitant devices - unknown nexgen tibial tray catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni e1 - journal article co-author g2 - report source - foreign: united kingdom h6 - component code - proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00274 0001822565-2024-00275 h3 other text : insufficient information.